Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.a medical device type: jka. D.2.b common device name: tubes, vials, systems, serum separators, blood collection. E.1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using an unspecified number of bd vacutainer® ultratouch¿ push button blood collection set, the winged needles had groove-like marks in the center of the wing portion. No adverse impact was reported regarding the patient or user.